Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00377 on 15-oct-2018. Additional information (24-sept-2018): siemens representatives were dispatched to the customer's site multiple times. During these visits, siemens performed the following services: replaced the reagent syringe/valve assembly, manifold/valve assembly, membrane pump, rotary wash 1 pump, manifold assembly, wash station assembly, and the sample syringe; primed the instrument; performed wash station volume checks, resulting acceptably; reloaded the software and recalibrated chemistry installed a different lot of tips and ran approximately 90 samples. Siemens monitored the wash 1 delivery input and noticed microbubbles forming. Siemens replaced the wash 1 container and delivery tubing to the wash pump; ran multiple precision studies, re-flashed the instrument and master curve material (mcm); calibrated cortisol and ran quality controls (qcs). The customer ran qcs, resulting acceptably. The cause of the discordant, falsely elevated intact parathyroid hormone results are unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant, falsely elevated intact parathyroid hormone (ipth) results on an advia centaur cp instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed an issue with the lure lock fitting at the valve manifold connection. The cse performed the following: replaced wash blocks, wash bottle, tubing assembly, tubing and sample vertical motor, ran precision testing, probe calibration, ipth calibration and quality controls (qc), resulting acceptably. The customer ran quality controls, resulting acceptably, and indicated that were no discordant results since the service visit. The cause of the discordant, falsely elevated ipth results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two samples from the same patient were tested for intact parathyroid hormone (ipth) on an advia centaur cp instrument. These results were reported to the physician(s), who did not question the results. The physician(s) completed the surgery, but the patient remained under anesthesia. The patient was redrawn twice and the new samples were run on the initial instrument. The result obtained on one of the redrawn sample (sample ID (B)(6)) was lower than the results obtained on two initial samples (sample ids (B)(6)) and the result obtained on the alternate re-drawn sample (sample ID (B)(6)) was discordant and falsely elevated as the physician expected lower results postparathyroid removal surgery. The results were reported to the physician(s), who questioned the discordant, falsely elevated ipth result. Sample ID (B)(6) was repeated on the same instrument, resulting lower. The physician(s) reopened and closed the patient, and did not perform additional surgery. The patient was redrawn and the new sample (sample ID (B)(6)) was run on the same instrument, resulting lower than the discordant result. The result was reported to the physician(s) and not questioned. Sample (B)(6) was repeated on the same instrument, but the result was not provided to the physician(s). All samples were repeated on the same instrument and sent to an alternate laboratory. The results from the alternate lab were reported, as the correct results, to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated ipth results.